Event description:
It was reported that the patient received four shocks, and that lia (lead integrity alert) triggered for elevated sic (sensing integrity counter) and nst (non-sustained tachycardia) episodes. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694758 lead, implanted: (B)(6) 2012; 5568-45 lead, implanted: (B)(6) 2006. (B)(4).